Event description:
On (B)(6) 2012 the reporter contacted animas to report the patient noted the pump was in the 'edit basal' rate mode without user intervention. The patient reported no issues with the keypad and it was intact. Troubleshooting revealed all pump basal settings were correct, and the date/time were incorrect. The issue was not resolved, as the call became disconnected, and the customer support representative could not reach the patient by telephone. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 09/13/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no data from the time of the event was available due to continued patient use. No activity outside of normal use was observed in the pump download history. The pump was confirmed to be displaying the appropriate warning "warning basal edit not saved. Basal delivery suspended". A normal bolus and an audio bolus were performed and were confirmed to be recorded correctly in the pump history. The keypad was tested and confirmed no hypersensitive buttons.